Manufacturer narrative:
(B)(4).

Event description:
Patient's caregiver contacted dexcom technical support on (B)(6)2015 to report on behalf of patient continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2015. At the time of contact, the patient's caregiver did not report any injury or medical intervention.patient did not calibrate according to user guide specifications.